Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had an untreatable driveline infection. As a result, the pt's lvad was exchanged. The pt remains ongoing with the new lvad.

Manufacturer narrative:
The pump was not returned to the manufacturer for evaluation, as the hospital staff disposed of the pump. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.